Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative performed a calibration of the flow sensors and was unable to duplicate the reported complaint. The unit was returned to service.

Event description:
The ge healthcare service representative discovered during planned maintenance an alarm indicating the flow sensors were not connected, this would have prevented mechanical ventilation. There was no report of patient involvement.